Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a right atrial and ventricular lead revision procedure on (B)(6) 2017. The patient's device had previously been reprogrammed and tachycardia therapies were disabled when the patient presented in clinic, on an unknown date, following an inappropriate shock with loss of capture noted on both leads. During the procedure, it was noted that the leads had dislodged as a result of twiddler's syndrome. The leads were removed and replaced. The patient was stable following the procedure.